Manufacturer narrative:
Manufacturers ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email is not available / reported. [Conclusion]: the healthcare professional reported during a coil embolization of an arteriovenous fistula (davf), the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30494388) was inserted into a concomitant microcatheter, however, the introducer sheath became damaged and the delivery wire became protruded from the sheath. It was difficult to insert the coil and it was replaced with another coil and the procedure was completed. Additional information indicated that adequate and continuous flush was maintained through the microcatheter. There was no resistance at any time during the advancement of the coil through the microcatheter. There was no report of any patient adverse event or complication associated with the reported issue. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2.00mm x 6.00cm galaxy g3 mini coil was received contained in a pouch. The device was visually inspected. The embolic coil was observed protruding from the introducer. The core wire is also protruding from the introducer in kinked condition. No other damage nor anomaly was observed during the visual inspection. Microscopic inspection was performed. The embolic coil is observed in stretched condition and protruding from the introducer. Functional evaluation could not be performed due to the condition of the embolic coil being stretched and protruding from the introducer. The core wire was also in kinked condition and protruding from the introducer. A review of manufacturing documentation associated with this lot (30494388) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint reported that during the davf coil embolization procedure, the complaint coil was inserted into the concomitant microcatheter but the introducer sheath became damaged and the delivery wire protruded from the introducer. Visual inspection performed on the returned device noted that the core wire is kinked and protruding from the introducer. Microscopic inspection revealed an embolic coil in stretched condition and protruding from the introducer. Based on the visual and microscopic inspection performed, the reported issue was confirmed. The exact cause cannot be conclusively determined. Procedural and other factors may have been contributing factors to the reported issue. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following recommendation: do not fasten the rhv valve too tightly around the introducer sheath since excessive pressure may cause damage to the introducer sheath and/or the microcoil as it is advanced into the infusion microcatheter. Additionally, if the introducer tip and microcatheter hub are misaligned, damage may occur to the microcoil as it passes through this transition. Coil stretching is known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue as stretching from occurring. The coil stretched condition was not originally reported in the complaint. Stretching can occur during procedure handling where force may have been inadvertently applied. The exact cause of the observed stretched condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the procedure when the coil was being inserted into the concomitant microcatheter and the sheath became damaged. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2.00mm x 6.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in stretched condition and protruding from the introducer as noted during the visual and microscopic inspections. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported during a coil embolization of an arteriovenous fistula (davf), the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / 30494388) was inserted into a concomitant microcatheter, however, the introducer sheath became damaged and the delivery wire became protruded from the sheath. It was difficult to insert the coil and it was replaced with another coil and the procedure was completed. Additional information indicated that adequate and continuous flush was maintained through the microcatheter. There was no resistance at any time during the advancement of the coil through the microcatheter. There was no report of any patient adverse event or complication associated with the reported issue. The complaint device was returned for evaluation. During the microscopic inspections of the returned device, the embolic coil was observed in stretched condition. Based on the product analysis on 12 september 2021, this event has been deemed MDR reportable as a malfunction.